Event description:
Customer reported incorrect gas readings from gas module iii. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives repaired the gas bench and unclogged sample tubing. Calibrated and tested to factory specifications.